Event description:
It was reported that a patient experienced issues related with pump performance and inflation. During in-clinic evaluation, it was noted that the pump did not refill when pushed, causing it to remain flat. Physician suspected a pump anomaly or kinked reservoir tubing. A surgical procedure was performed, and the existing cylinders and pump were removed and replaced. No additional patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis exhibited pump performance and inflation issues. During in-clinic evaluation, it was noted that the pump did not refill when pushed, causing it to remain flat. The physician suspected a pump anomaly or kinked reservoir tubing. A surgical procedure was performed, and the existing cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of pump performance and inflation issues. The observed anomalies were determined to be the most probable cause of the reported clinical events. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were visually and microscopically inspected and leak tested. One cylinder had a hole in the proximal cylinder body, consistent with sharp instrument damage at explant; due to damage, the cylinder was not pressure tested. The other cylinder passed all tests performed. The pump was visually and microscopically inspected and functionally tested. The pump did not pass the activation or valve deactivation test. Product analysis confirmed the reported allegations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.